Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 was not conducting power. Intermittent energy, would randomly stop and restart or not start at all. The cord was swapped, still didn't work. The power setting on the hemopro power supply during the procedure was 2.5. A new device was opened and worked as it normally should. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/11/2022. An investigation was conducted on 10/26/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation was observed to be intact on both the cold and hot jaws. An electrical evaluation was conducted.a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released (complaint lab hemopro 2 test station bmram 14290, due 03/31/2023). Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was not confirmed. The lot # 3000254974 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17489-a notification was received from gxo that 1 out of 500 units were found damaged during the inbound inspection for material # vh-4000 batch # 3000254974. Gxo ncmr ref#: 07202022-cs/cv-04. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.